Event description:
It was reported that during ptca/stent procedure to treat a moderately calcified and tortuous lesion, two stent delivery systems were advanced but were unable to cross the lesion. No further intervention attempts were performed and during removal of the guide wire, it was noted the distal tip of the guide wire remianed in the vessel. No attempts to retrieve the separated guide wire were made. The pt was sent for bypass surgery to retrieve the separated portion of the guide wire and to treat the lesion. Reportedly, the pt is in good condition.